Event description:
It was reported to medtronic neurosurgery that the connection for the becker evd bag broke when attempting to change the evd bag. According to the report, there was no harm to the patient.

Manufacturer narrative:
The product has not been returned. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Manufacturer narrative:
The device was patent. The male luer connector at the drainage bag connection was completely broken off. There were signs of excessive torque. The damage led to the device not meeting the requirements for the leakage test. The instructions for use (IFU) that accompanies the device states that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.